Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7¿ device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the handle was turned; however, the bands would not deploy. The procedure was completed with another speedband superview super 7device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Received one speedband device with the velcro strap and the ligator head for analysis. It was noticed that the crimp was present on the trip wire. A visual examination of the ligator head found all bands present and were moved out of their positions with some bands were caught under other bands. It was noticed that the ligator head teeth were bent and the trip wire was bent in several locations. The suture was intact and attached to the trip wire loop. The trip wire was partially rolled in the handle and was secured in the handle assembly slot when received. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly. Based on the evaluation of the returned device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. It is most likely that the trip wire was bent and the ligator head teeth were damaged due to handling and manipulation of the device during procedure. Once the ligator head teeth are damaged, the suture can be detached from its position on the ligator head and this condition could have impacted the bands deployment activity, moving bands without being deployed, and contributing to the reported issues. Based on the information available and the analysis performed, the most probable cause for the complaint event is operational context, probably due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7¿ device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the handle was turned; however, the bands would not deploy. The procedure was completed with another speedband superview super 7device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.